Manufacturer narrative:
Evidence suggests this electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. The noise was reproducible in secondary and alternate vector during in clinic follow-up. Technical services reviewed available device data and confirmed the noise signal is similar to a mechanical integrity issue. The health care professional (hcp) was advised to ask the patient if they had a recent accident and to obtain x-ray imaging. X-ray images provided to technical services showed a strong curvature at the level of the header which could be adding some additional pressure. Implant x-rays were requested for comparison purposes. At this time, the physician will decide whether to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system (engineering confirmed the s-ICD itself is operating normally), or to explant the entire system without new device implantation. The latter would be a clinical decision based on patient underlying disease and current device indication. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. The noise was reproducible in secondary and alternate vector during in clinic follow-up. Technical services reviewed available device data and confirmed the noise signal is similar to a mechanical integrity issue. The health care professional (hcp) was advised to ask the patient if they had a recent accident and to obtain x-ray imaging. X-ray images provided to technical services showed a strong curvature at the level of the header which could be adding some additional pressure. Implant x-rays were requested for comparison purposes. At this time, the physician will decide whether to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system (engineering confirmed the s-ICD itself is operating normally), or to explant the entire system without new device implantation. The latter would be a clinical decision based on patient underlying disease and current device indication. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service. Additional information: this electrode was explanted, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. Please note: the explant date has not yet been reported. Therefore, this field is currently blank.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted melt marks in the outer insulation, likely due to explant electrocautery. The shocking coils were also observed to be stretched out at the proximal end and misaligned at the distal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 26 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. The noise was reproducible in secondary and alternate vector during in clinic follow-up. Technical services reviewed available device data and confirmed the noise signal is similar to a mechanical integrity issue. The health care professional (hcp) was advised to ask the patient if they had a recent accident and to obtain x-ray imaging. X-ray images provided to technical services showed a strong curvature at the level of the header which could be adding some additional pressure. Implant x-rays were requested for comparison purposes. At this time, the physician will decide whether to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system (engineering confirmed the s-ICD itself is operating normally), or to explant the entire system without new device implantation. The latter would be a clinical decision based on patient underlying disease and current device indication. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service. Additional information: this electrode was explanted, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. The noise was reproducible in secondary and alternate vector during in clinic follow-up. Technical services reviewed available device data and confirmed the noise signal is similar to a mechanical integrity issue. The health care professional (hcp) was advised to ask the patient if they had a recent accident and to obtain x-ray imaging. X-ray images provided to technical services showed a strong curvature at the level of the header which could be adding some additional pressure. Implant x-rays were requested for comparison purposes. At this time, the physician will decide whether to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system (engineering confirmed the s-ICD itself is operating normally), or to explant the entire system without new device implantation. The latter would be a clinical decision based on patient underlying disease and current device indication. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service.